Event description:
A marathon was used in a treatment of a right fronto-pariatal avm with onyx. Right mca frontal opercular branch was injected with an unknown volume of onxy. It was reported a hemorrhage occurred as while physician withdraw the catheter from the patient. The patient status was reported as "had transient neurologic deficits, which have since resolved completely"